Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: break of the screw shaft. (It was noted: without a trauma according to patients statement. Patient was implanted with cortical screw on (B)(6) 2013. Reportedly the screw broke (B)(6) 2013. Screw was removed (B)(6) 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: additional evaluation result: it is expected that the investigated screw is not a synthes product. Based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screw. The screw could not resist the applied force which finally led to the material overload / fatigue failure.